Event description:
It was reported that the patient presented in clinic due to high capture thresholds leading to loss of capture on their atrial leadless pacemaker (alp). Additionally, the alp failed to sense. A chest x-ray confirmed the alp dislodged and embolized to the lung. The alp was explanted and replaced. The patient was stable throughout the procedure.